Event description:
Additional information identified the pacing lead as model 6495j (serial not reported). The product is not available for return.

Event description:
Medtronic received information that (B)(6) male patient underwent a left nephrectomy with resection of a cavoatrial tumor thrombus under a cardiopulmonary bypass assist for left renal cell carcinoma. A medtronic bipolar temporary epicardial atrial pacing lead (model/serial not reported) was used both intraoperative, fixed with polypropylene sutures at the right atrial appendage, and postoperative during recovery. Eight days postoperative the temporary pacing lead was removed without issue. Fifteen days postoperative the patient collapsed. Emergent transthoracic echocardiography and computed tomography scanning detected cardiac tamponade with and bleeding from the aortic root. Upon emergent intervention, active arterial bleeding from the aortic root distal to the sites of cannulation and cardioplegia was confirmed, and hemostasis with sutures was completed. The patient recovered well and was discharged. In the author¿s opinion, this late bleeding complication was initiated during lead removal, where lead tip pressure created an aortic wall erosion which gradually resulted in a pinhole rupture in the aorta. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Title: aortic bleeding one week after removal of an intraoperative epicardial temporary pacing wire authors: tsutomu matsushita, haruki fuse, kazuo takeuchi, shinsuke masuda and tomoya inoue journal citation: ann thorac cardiovasc surg 2013; 19: 231¿233 (doi: 10.5761/atcs.cr.12.01886). (B)(4).

Manufacturer narrative:
The initial report had an aware date of (B)(6) 2015, and has been corrected to (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.